Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of teflon tissue pad fall completely off of device? Yes the entire pad fell off. Or was teflon tissue pad just lifted up off of device jaw but no piece detached at all from device jaw? N/a. Did piece fall into patient? Yes. If so, was fallen piece of teflon tissue pad retrieved from patient? No. Was tissue pad discarded or will it be sent back for analysis? In patient. Was there any change to procedure of post-op patient care as result of trying to retrieve fallen tissue pad? Unknown. Was there any patient consequence? Unknown.

Event description:
Sales representative requested to confirm if teflon pad radiopaque. Read pad is not radiopaque. Patient was on the table at another facility and sales representative had to make return call to advise of information. No additional information obtained at this time.